Event description:
User received one patient with erroneous hba1c results. Sample type is whole blood. Initial result gave 4.3 % and was reported. The physician's office requested a repeat on the same sample, as they did not believe the reported result to be accurate. On (B) (6) 2010, the same sample was repeated twice giving 8.1 and 8.3%. No adverse events were reported. The field service representative found problems with the sample/reagent probes and syringe. He replaced reagent probes and syringe tips. Performance check tests, calibration and controls were run to verify analyzer performance.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.